Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had blank display and insulin pump was not turned on. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. Customer stated the display was not blank less than 30 seconds. Troubleshooting was performed. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.